Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op device was getting hot. The handpiece was plugged into the ipc unit and an error message of ¿handpiece stall¿ was displayed in the screen of the unit. The handpiece was unplugged from the unit and then plugged back in with no error message returning. After not seeing the error on the screen, the provider attempted to use the handpiece, but it wouldn¿t turn. The user took the blade off the m5, performed a thorough visual inspection, replaced the blade, and another attempt was made to use the m5. Again, the handpiece wouldn¿t turn. It was then noted that the handpiece itself got very warm to the touch. The user unplugged the handpiece from the ipc box, and it was removed from the surgical field. The speed was default. There was no patient impact.

Manufacturer narrative:
H3: analysis found that motor got corroded. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g04063 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.